Event description:
It was alleged that the instrument arced 15 minutes into use. The instrument was removed and the case was completed with a backup permanent cautery spatula instrument. No patient harm, adverse outcome or injury was reported.